Event description:
It was reported by the hospital that a patient underwent an initial oxford partial knee surgery. Subsequently, the patient underwent a revision procedure due to pain. During the surgery, it was noticed that the bearing was fractured.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. Visual inspection and wear rate calculations of the revised components showed that the medial edge of the bearing has been subjected to edge loading, impingement and/or third body wear, which may have induced polyethylene oxidation and could have resulted in component fracture. Radiographs provided suggest that the tibial tray was oversized anteriorly and may have loosened, which could be the source of patient pain. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial oxford partial knee surgery. Subsequently, the patient underwent a revision procedure due to pain. During the surgery, it was noticed that the bearing was fractured.